Event description:
It was reported that when using the bd pyxis¿ medbank tower aux machine was frozen, and drawer did not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, date of event, section d medical device catalog, unique identifier (UDI), medical device serial and medical device model and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open due to pi bug 55845. A technical support specialist remoted in, and the drawer was successfully recognized. Confirmation was needed from the client to check if any further issues remained. A field service engineer verified and confirmed that the handheld scanner was functional after powering down and restarting the scanner. The customer requested that the ticket be closed. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, machine was frozen, and drawer did not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.